Manufacturer narrative:
Pending return of device for analysis, review of device history record and additional information. Internal complaint number: (B)(4).

Event description:
Physician contacted technical solutions in order to report a pump displaying error codes 100 & 125. Field clinical engineer (fce) reported that they contacted physician in order to schedule a hard reset and the physician stated that the patient wants their pump explanted. Fce stated that an explant would be scheduled.

Event description:
Additional follow-up reported that the patient's pump was explanted and replaced with a medtronic pump. The device is not able to be returned for additional evaluation and investigation. It was confirmed that the pump had an error and stopped.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. The root cause for the alleged issue could not be confirmed. Internal complaint number: complaint (B)(4).